Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On (B)(6) 2024, it was reported that the patient¿s cgm was reading 240 mg/dl and the bg meter was reading 45 mg/dl. The patient was asymptomatic. The patient was taken to the hospital where the patient was given a sandwich, apple juice, and an apple to treat his hypoglycemia. The patient was discharged home after approximately 24 hours. The patient was in good condition at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.